Event description:
It was reported that the patient reported to the hospital with fatigue. It was also reported that there was exit block. It was questioned if the lead was broken. The lead was removed and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Upon analysis it was reported that there were no anomalies found, the outer insulation had a cosmetic enviromental stress crack, the helix/lobe was distorted/bent, and there was blood in/on the helix mechanism (sleeve head). It was apparent that this damage occured on explant. The lead was returned with the helix fully extended. Torque transfers properly to the time when the is-1 pin is rotated. No fracture of the lead was found. The full lead was returned for analysis.